Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "harder to inject" (physical resistance). A user facility reported having problems with the consistency of the product. It is harder to inject the second time they need the product. There was no pt impact.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The rptr did not provide a lot number or any identification traceable to the mfg process. (B)(4).